Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of fatigue two weeks after implant. The right atrial (ra) lead was found dislodged and it was confirmed via x-ray. The patient had a rotated heart and tough anatomy. The ra lead was explanted. No additional adverse patient effects were reported.